Event description:
The customer reported that the camera was not returning to the correct home position. The camera's position was off by about 10 degrees. The techs were able to rotate the camera before cases started to get the desired set-up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated all workstation pcbs. The system operating as intended.